Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 81 previously reported events are included in this follow-up record. Product return status: 16 devices were received. 65 devices were evaluated in the field.

Event description:
This report summarizes 81 malfunction events in which the device had paint chips missing. 81 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 81 events were reported for this quarter. Product return status: 16 devices were received. 64 devices were evaluated in the field. 1 device investigation type has not yet been determined. Event confirmation status: 80 reported events were confirmed. Evaluation results: 80 devices were found to be affected by missing paint chips. Additional information: 81 devices were not labeled for single-use. 81 devices were not reprocessed or reused.

Event description:
This report summarizes 81 malfunction events in which the device had paint chips missing. 81 events had no patient involvement; no patient impact.